Manufacturer narrative:
Analysis of programing history.

Event description:
During the review of the pt's programming history, it was noted that a faulted system diagnostic test on (B)(6) 2008 altered the pt's settings unintentionally. The settings were not corrected until (B)(6) 2008.